Event description:
This incident involves a treatment plan created in a third party treatment planning system called xio, manufactured by elekta, which was then imported into varian's aria oncology information system and subsequently delivered by a varian medical linear accelerator. After delivering 12 of 25 fractions of an oral cavity treatment plan, the therapist at the accelerator console noticed that multi-leaf collimator information was not present for 2 of 14 treatment fields. These 2 fields exposed some portions of the oral cavity and neck to unplanned radiation doses. The site has reported that the unplanned doses are within accepted tolerances for the affected organs. No further information on the patient or his or her treatment has been provided.

Manufacturer narrative:
Investigation of the data provided by the customer indicates that this event occurred as a result of user error and not device malfunction. Although the unplanned doses reported by the site were within established tolerances, the opinion of varian's medical professional is that there is some possibility that this patient was injured, because the amount of dose was higher than that planned. Varian has therefore, determined that an MDR is appropriate. No further follow-up to this MDR is expected. (B) (4)